Event description:
It was reported an issue with premicron suture. The customer reported that the item to be complained about, article code m0027585, should be without pledgets, but was delivered with pledgets. The customer is removing the lot from the operating room and from stock, and therefore has no remaining product.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.